Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation in the patent's back is not working properly and they might have "jerred" it, although they haven't had any falls. The patient reports that it's not killing the pain like it was. It was reported that the issue has been on and off for about a couple weeks. The patient had several falls before and they met with a manufacturer's representative regarding the issue. The manufacturer's representative contacted the patient and scheduled an appointment for reprogramming.

Event description:
It was reported that the patient did not have concerns with their device or therapy.

Event description:
It was reported that the patient had a loss of therapeutic effect and a shocking or jolting sensation. The issues started about a month and a half prior to the report. The patient had some falls recently and wasn¿t sure if that contributed to their stimulation being messed up. The patient had a fall two weekends prior to the report. They also fell one more time but they didn¿t remember when. The patient¿s husband only remembered the patient falling once. The stimulation was bothering the patient. Before a month and a half prior to the report it was not a frequent or strong tingling sensation. The patient noted that now the stimulation was too high and they tried to lower the stimulation but it was just becoming aggravating. The patient had it on 4.0v and was okay at the time of the report but if they took a step wrong it would send a charge through the patient that curled their hair. The shocking took place on their hip and lower back on the right side. The shocking went away with the patient operating the ¿box¿. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a fall and thought their stimulation needed to be reprogrammed. The patient went in the week prior to the report after their fall and had their medications checked and their prescriptions renewed. The patient had several falls previously. The patient was also experiencing a burning sensation. At most times the patient's stimulation felt fine but every once in a while they had a "charge" go through them that took their breath away. The patient felt like "bumble bees were stinging" them and they had a "real pearsing burning feeling like stinging". No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.